Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a routine supply change the user observed leakage at the cartridge-to-connector interface while filling the tubing, with connector lot 31596 and cartridge lot 32314; the user had been attaching the cartridge to the connector outside of the ilet and was instructed on the correct procedure, after which a new cartridge and connector were installed and priming drops were observed without leaking, and insulin delivery was resumed. Symptoms included no reported adverse clinical effects, with a contemporaneous blood glucose of 166 mg/dl. Outcomes included successful completion of the supply change and continuation of therapy without alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique as the probable cause of the leak, with proper assembly resolving the issue. It was concluded that the event was attributable to user technique and that the device functioned as intended after correct setup.